Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/27/2020. Corrected: a manufacturing record evaluation was performed for the finished device lot pkbbzpr0, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ll8csrq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any alleged deficiency noted with the suture during the surgery? Please explain. No further information available, all the information available have been provided in the initial description.

Event description:
It was reported that a cat underwent an ovariectomy in (B)(6) 2020 and suture was used. Approximately 5 to 6 days after the surgery, the suture was found broken along the length of the thread. The knots were intact. No additional information was provided.